Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4 was failed. The field service engineer (fse) found that the drawer module board and controller board was faulty. The fse replaced both boards to resolve the issue, tested the drawer and verified that the customer inventoried the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer had failed. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer had failed. The customer stated there was a delay to the patient's workflow. As per part investigation, it was determined that, a short in d501/mosfet q501 on the drawer controller board caused the device not on bus failure. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on correction: section d unique identifier (UDI) part analysis: the reported issue that drawer failure (failure code: devicenotonbus) was confirmed by fse (field service engineer) and subsequently validated in the dchu testing process. According to work order 02004933 fse found drawer 4 unresponsive, diagnosed faulty module board and drawer controller, replaced both, and confirmed proper operation. External inspection assessed by dchu laboratory confirmed that pcba drawer controller was found in good condition, no signs of damage, fluid ingress or missing components were detected. Dchu laboratory testing used dmm. Measurement between tp505 and tp502 confirmed d501/mosfet q501 was shorted, reading under 1 ohm instead of the expected range>1000 ohm. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: it was identified that the root cause of the reported failure was due to shorted d501/mosfet q501 in pcba drawer controller, caused by an electrical short which led to circuit instability and ultimately compromised the drawer's functionality.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer had failed. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.